Event description:
It was reported that the patient has both ams 700 inflatable penile prosthesis (ipp) and ams 800 artificial urinary sphincter (aus) was leaking. The doctor stated that it was minimal leakage, but the patient wanted to be completely dry. The doctor explained to him that although that is the goal, 100 percent continence cannot be guaranteed. The doctor then opted to remove the entire aus system and replace it with a new aus consisting of control pump, 61-70 pressure regulating balloon, and 3.5 cm cuff which was placed on healthier urethra tissue due to some noted atrophy. The device was tested and verified coaptation via cystoscope which looked perfect. No further complications as the device fully functioned. Additional information received stated that only the aus device was affected and the patient was leaking not the device due to urethral atrophy.